Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in tubing) during dwell 4 of 4 on the home choice (hc). There was no home patient (hp) or bag disconnection. There was solution in the heater bag. There were no leaks or loose connections. The hp cycled the power and a system error 2367 occurred. The alarms were cleared. The hp would complete therapy with manual supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the system error 2240 alarm was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.